Event description:
A customer reported obtaining an unexpected negative reaction on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. All test cells on the antibody screening assay resulted as negative. Cell 2, which is e positive, visually appeared positive. Positive control resulted as expected. All other patient samples tested on the same batch resulted as expected. The customer also stated that the probe accuracy test failed twice and received a syringe volume error. Advised customer to place the reagent vial in the first position in lane 1 and repeat the test. The probe accuracy test performed as expected. All values were within the acceptable range. An immucor field service engineer performed the unexpected reaction checklist. Acceptable results were obtained for qc. The customer was also made aware that negative antibody screening and identification results on the echo are to be visually inspected prior to release of results. This issue was communicated to customers in technical communication (B)(4) on november 25, 2009.